Event description:
It was reported that the patient experienced sudden cardiac arrest (sca), and their sister performed cardiopulmonary resuscitation (CPR). The patient was still above the heartlogic heart failure index threshold. The device had not recorded any episodes, and all device measurements were normal. The device and leads remain in service. No additional adverse patient effects were reported.